Event description:
It was reported that a malfunction alarm occurred. The customer did not have an alternate method of insulin therapy and declined for tandem technical support to follow up to ensure that an alternate method was obtained. Customer¿s blood glucose level was 135-136 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.